Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. Corrected fields: b5. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle was chipped and serial ring was loose. Aa definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the reported malfunction was traced to component failure of the universal cable. In addition, the cause of the chipped light guide bundle was component failure of the light guide bundle, and the cause of the loosened serial ring was component failure of the serial ring. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that laparoscope, gynecologic scope had an image that turned purple due to a color tone abnormality.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Customer name- (B)(6) hospital.

Event description:
It was reported that laparoscope, gynecologic, had an abnormal color tone. The event occurred during inspection for use. There were no reports of patient harm.